Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and 29 retention samples by functional testing. No issues were observed relating to stopper function or improper assembly as all samples met specifications. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint is unable to be confirmed for the indicated failure mode improper assembly. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes had stoppers that did not go all the way down. There was no report of patient impact.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6) g5. Multiple 510(k): bk050036, k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes had stoppers that did not go all the way down. There was no report of patient impact.